Manufacturer narrative:
H6: ventec reached out to the reporter in an attempt to obtain additional information about the patient and the event; however, no response has been received. The device was evaluated by ventec where the reported issue of an unresponsive lcd touchscreen could not be confirmed or duplicated. Ventec did observe that the lcd touchscreen was flickering upon power up as well as during use, however, that flickering did not impact the functionality of the lcd touchscreen during testing and ventec observed that it responded to touches in all its zones as expected. Ventec also downloaded and reviewed the device's electronic records but no abnormalities were observed. Ventec then replaced the lcd touchscreen to resolve the observed flickering display issue. Proper device operation was observed through functional and performance testing. The cause of the reported lcd touchscreen lockup issue could not be determined.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the lcd touchscreen on the device had locked-up and become unresponsive. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d4, model #, of the initial medwatch report stated: prt-00490-001. Section d4, model #, of the initial medwatch report should have stated: vocsn, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).